Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-00327. It was reported that the patient presented in clinic. Upon interrogation, atrial undersensing was noted. Programming changes were made. There were no patient consequences.